Event description:
The catheter was kinked/occluded and was replaced. The pump was replaced at the same surgery to avoid in vivo battery depletion. The device system was used to deliver morphine. No device troubleshooting or patient symptoms were reported. The hcp reported the patient outcome as 'no injury'.

Manufacturer narrative:
On 11/17/2008, the catheter and pump have been returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.